Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer loss consciousness and experienced epileptic seizures. The customer went to the emergency room and was subsequently hospitalized due to an unknown low blood glucose (bg) level; value was not provided. Low bg cause was not known. Customer was released from the hospital on (B)(6) 2022.